Manufacturer narrative:
This report is submitted on august 28, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (tesla unknown). The patient also experienced pain following the MRI. Revision surgery to reposition the magnet is planned; however, has yet to occur as of the date of this report.

Manufacturer narrative:
Per the surgeon it was reported that revision to reposition the magnet was completed on (B)(6) 2018. The implanted device remains. This report is filed on november 09, 2018.